Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted related to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but failed rite functional testing for an unrelated issue. Upon conclusion of the investigation, the cause of the iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:59:54. During night drain cycle five, the patient's ultrafiltration reading was 2009ml, indicating the home patient drained 1809ml more than their maximum programmed fill volume of 2000ml. No additional information is available.